Manufacturer narrative:
(B)(4).

Event description:
The patient reported they had experienced a loss or change of therapy. Patient reported since having the implant she was still having problems wetting and it not working right, and she has to increase the stimulation. The patient stated she heard there was a recall on her device. Patient services asked if patient had contacted hcp (healthcare provider) office regarding symptoms and patient said no. Patient services asked for information regarding recall and patient did not have information. Indications for use was noted as: gastrointestinal/pelvic floor . No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.